Event description:
N/a.

Manufacturer narrative:
Corrected fields : d4 # UDI . Updated fields: b4,d8, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. A getinge field service engineer (fse) evaluated the unit and could not duplicate this issue with my simulator and their cable. The fse replaced front end board 0670001164 as a precaution device passed all functional and safety tests according to factory specifications device was returned to the customer and cleared for customer use the failure analysis and testing department received part number 0670001164 b front end board serial number 16 10977 09htc with a reported unit failure of intermittent connectivity issue the failure analysis and testing dept performed a visual inspection of the part received and found that the part is in good condition the failure analysis and testing dept department installed part number 0670001164b serial number 16 10977 09htc in the cardiosave test fixture serial number ch339449g1 and tested to factory specifications per procedure 000207d016 rev e and cardiosave service manual number 0070000639 revision r the failure analysis and testing department ran the test for more than 3 hours and could not replicate the reported failure experienced by the customer sending the frontend board pn 0670001164b s n 16 10977 09htc to the supplier for further analysis per procedure 000200d008 revar the following was submitted by angel rodriguez technician of the maquet failure analysis and testing dept fat wayne nj failure analysis received from the supplier for board please see attachment they stated the part passed with no issues probable root cause for this part is not confirmed retaining the part in the failure analysis and testing department per procedure number 000207d008 rev as the nonconformances with the returned components were not confirmed however the root cause or the most probable root cause is not confirmed

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has intermittent connectivity issues.they were unable to acquire an ECG on the pump. They put pressure on the cable at the connector on the pump and it would come back. There was no patient harm.